Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had bubbles in the reservoir after training. Customer replaced the whole infusion set. Customer did not have time to speak to the helpline. No further details given.